Manufacturer narrative:
The patient underwent an excision of a right index finger mass procedure on (B)(6) 2013 and suture was used. The patient experienced redness and irritation which was reported to doctor on (B)(6) 2013. Hibiclens was used for treatment. The current condition of the patient was reported as healed. (B)(4).

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient experienced inflammation and knot spitting. The patient was possibly treated by removing the spit knots. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.